Event description:
The customer reported the system is overheating and keeps shutting off. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the xt sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service. .